Event description:
It was reported that the patient's pacemaker was explanted and replaced due to infection. No further information was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Event description:
New information received indicated that the patient tolerated the procedure well and was in good condition post procedure.